Event description:
It was reported that during an implant procedure a right ventricular (rv) lead was attempted, not used when the lead became stuck in the patient's anatomy. When the lead was removed the tip was bent and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - the full lead was returned and analyzed. Analysis revealed that the distal conductor was extrinsically distorted due to kinking/buckling. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).